Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical, that a consumer received back to back blood glucose readings of 512 mg/dl and 86 mg/dl, then another comparison of 72 mg/dl and 230 mg/dl and a third comparison of 45 mg/dl and 218 mg/dl on his blood glucose meter. No decision to treat was reportedly made on the alleged faulty meter. The difference in the readings was determined to be clinically significant. The meter will be returned for evaluation.